Event description:
Adverse event(s): "corneal edema" (corneal edema). Product problem(s): "no info" (no info). A surgeon reported that four out of nine pts were found to have significant corneal edema one day following cataract surgery. The surgeon and staff reported that they are not aware of any changes to their procedures. They reported the issue to find out if there were any similar issues with our products. Additional info has been requested.

Event description:
Caller states the patient tested > 8.0 inr on the coaguchek s system and 5.4 inr on a comparison lab. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.